Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, external blood leakage was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported during follow up that an internal leak occurred and not an external leak as previously reported. It was reported "the user did not see reddish effluent by naked eyes. No alarm was triggered. The rbc count was not done on the effluent." The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.